Event description:
It was reported that during a pulsed field ablation procedure, a faradrive steerable sheath clear was selected for use. During preparation of the sheath, before the device entered the body it was noted that device was leaking gas. The sheath was replaced and procedure was completed with a new faradrive sheath. No patient complications were reported.